Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the patient's wife that the neurologist received high impedance (specific results not provided) when diagnostics were performed. The surgeon replicated the high impedance seen by the neurologist. The patient's device was disabled. Patient had x-rays taken and reviewed. The surgeon reported, there were no obvious breaks in the lead and it was correctly on the nerve. X-rays will not be provided to the manufacturer for review. Surgery will not occur at this time as the physician wants to monitor the patient prior to scheduling surgery. (B)(4) attempts to gain more information have been unsuccessful to date.